Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 1. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 4834 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm and advised the hp to start over again using new supplies. During a follow up with the cg regarding the alarm, it was revealed that the issue was resolved; however, she did not know what might have caused the alarm for sure. Per cg, there were no loose connections, disconnections or defects on the supplies. The cg verified that the hp did not receive any injury or medical intervention as a result of this incident. Per cg, the hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). An increased intraperitoneal volume (iipv) had occurred when the device user drained out 4834 ml, which met the criteria of an iipv of solution. The cause of the iipv was determined to be insufficient drain due to false empty detect at initial drain. The device was found to meet functional specifications. External & internal visual inspections revealed no problems. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).